Event description:
It was reported that the insulin pump gave a motor error alarm during normal use. It was stated that the unit was not exposed to high magnetic fields. Troubleshooting revealed that the drive support cap was protruding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.